Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range pacing impedances. This is a known issue and the impedance has been increasing over time. There was effective pacing capture. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range pacing impedances. This is a known issue, and the impedance has been increasing over time. There was effective pacing capture. The rv lead has been explanted and returned for analysis. The lead was returned severed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the lead at the high voltage shock coil (residual) and also on the insulation in a few places. Electrical continuity testing passed, indicating conductors are intact on the segments of lead returned. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the distal shocking coil. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range pacing impedances. This is a known issue, and the impedance has been increasing over time. There was effective pacing capture. The rv lead has been explanted and returned for analysis. The lead was returned severed. No additional adverse patient effects were reported.